Event description:
Pt with capsular contraction of both breasts and scars of both breasts. Complain of hardness and pain in both breasts. On 8/3/94 pt had bilateral open capsulotomy, removal of breast implants partial capsulectomy left breast, insertion of saline-filled implants bilaterally.